Manufacturer narrative:
(B)(4) the customer returned multiple components from a psi kit for analysis, including a sheath/dilator assembly, guide wire, and product lidstock. No definite signs of use were observed on the components. Visual analysis revealed that the dilator tip was damaged. The guide wire was also observed to be kinked, but the customer confirmed that they only wanted to report the damage to the dilator tip. Microscopic examination confirmed the damage and revealed that the tip was split/frayed. This defect is consistent with damage due to undue force applied during insertion. The dilator length from the hub to the distal tip measured 6 13/16", which is within the specification limits of 6 6/8 - 7" per the dilator product drawing. The dilator outer diameter measured 0.1111", which is within the specification limits of 0.111 - 0.113" per the dilator extrusion graphic. The dilator inner diameter at the distal tip could not be accurately measured due to the damage. The dilator was functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tapered tip of dilator/sheath/valve assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel." The returned guide wire was inserted through the distal tip of the returned dilator. The undamaged portions of the guide wire passed through the dilator with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not apply excessive force in removing guide wire, dilator or sheath." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was slightly split/frayed. The appearance of the damage is consistent with undue force being applied onto the dilator during insertion. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the analysis of the returned sample, and the signs of use present at the dilator tip, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the user was unable to insert a non-arrow catheter into the sheath after placement of the sheath. On checking, the tip of the sheath was found bent. Therefore, a new kit was used instead.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the user was unable to insert a non-arrow catheter into the sheath after placement of the sheath. On checking, the tip of the sheath was found bent. Therefore, a new kit was used instead.